Event description:
Estimated date of incident (B)(4) 2023. (B)(4) 2023, it was reported: charger melted. The instruments worked perfectly prior to the overheating incident this past weekend. The patient realized she smelled something electrical/hot. She thought it was the curling iron in the adjacent room as it was used that morning. Then, later in the day, she realized her ha's weren't working correctly. She attempted charging but they wouldn't charge up. So she called right away. Health care provider (hcp) looked at the charger. Hcp plugged it in and immediately realized it was smelling electrical. Hcp then inspected further and discovered that the cord had literally melted into the port. Original gn accessories were used. Device is covered by warranty until november 2023 no further follow up expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device trended case concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Clinical investigation concluded: it has been reported that a charger has overheated and melted. The user noticed an electric/hot smell. Later the same day, she realized her hearing aids were not working correctly. She attempted to charge them, but they would not charge. Immediately after plugging it in she realized it smelled [?]electrical'. This is when she noticed the melting around the charging port. After the incident, it was reported that the hearing aids do not charge normally in another charger. There was no harm to the user, and no reported property damage. Original accessories were used. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a combined (initial and final) report.